Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal and insertion of an unknown bladder suspension sling on 08/07/2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation due to cystocele and rectocele repair, and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient experienced vaginal scarring, urinary frequency, infection, recurrent stress urinary incontinence, bowel problems, and dyspareunia. (B)(4).